Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction. The target lesion was a de novo, concentric, mildly tortuous, mildly calcified 3.0x45mm 0% stenosed, diffuse lesion in the proximal left anterior descending artery. The physician treated the lesion with pre dilatation and implanting a 3.0x24mm promus element stent in the target lesion at 12atm. Post dilatation was performed, timi flow was 3, residue was 0%. Ivus was performed, no malapposition was confirmed. Following the index procedure, the patient experienced an occlusion in the 1st diagonal artery and a myocardial infarction. The event was resolved and the patient discharged on aspirin and clopidogrel.